Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown head, pn: unknown, ln: unknown. Report source: (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05487. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision occurred due to an infection. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803605, ln 62410785. Bone scr 6.5x20 self-tap, pn 00625006520, ln 63920043. Bone scr 6.5x50 self-tap, pn 00625006550, ln 63885447. Allen plug hdpe/baso4 14c/28fl, pn 00-8011-020-28, ln 63891164. Cpt 12/14 stem size 3 cocr, pn 00-8114-003-00, ln 63419976. Continuum tm shell clust 54 jj, pn 00-8757-054-01, ln 64049185. Report source- (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001822565-2018-05487. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.